Manufacturer narrative:
Event date: exact date unknown, event occurred a couple months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain despite reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.